Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy.according to the reporter:customer stated that no staple was fired out and a part of the tissue was cut. The device was not fully cycled and the device could not be fired. There was unanticipated tissue loss. Then the device was replaced by a new one which worked well. Surgery time was extended by more than 30 minutes due to the product problem. Last known patient status reported as good. No reinforcement material was used in conjunction with the stapling device.